Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the 4 most distal stent rows were damaged and bunched. This type of damage is consistent with the stent encountering resistance during advancement of the device. The ro markerbands were examined and there was no damage noted. A visual and microscopic examination of the device identified that the tip of the device was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified target vessel. A 28 x 3.00 promus premier¿ drug eluting stent was selected for use and advanced to treat the lesion. However, the stent was lifted due to the lesion's tortuosity and calcification. As a result, the device failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified target vessel. A 28 x 3.00 promus premier¿ drug eluting stent was selected for use and advanced to treat the lesion. However, the stent was lifted due to the lesion's tortuosity and calcification. As a result, the device failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.